Manufacturer narrative:
It was reported by customer that missing clamp. One sample of material number mz5301 was submitted for quality investigation. Visual inspection of the sample verified that the assembly was missing a slide clamp. The customer complaint of misassembly was verified. The investigation was forwarded to the manufacturing location for further review. After the investigation it was determined that root cause was that the assembler did not follow the correct assembling operation causing the clamp to be omitted from the assembly. A quality alert was generated to reinforce the correct sequence of operations. The lot number for the extension set was reported as "unknown." The following device history review was conducted by back tracing the possible lots from the maxzero laser ID. A device history record review for model mz5301 was conducted with the lot numbers 24019325, 24019326, 24019329, 2401932 and 24019328, was performed. The search showed that there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was missing clamp. The following information was received by the initial reporter with the following .verbatim: it was reported by customer that missing clamp. Verbatim: missing clamp.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.